Event description:
Physician was cutting foreskin of pt when pieces of the gomco circumcision clamp paint "chipped" away. No concerns expressed by the mother about health/well being of child. Dates of use: (B)(6) 2010. Diagnosis or reason for use: circumcision.